Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Device evaluation: analysis of the returned device identified: underweight, broken shell, black particles in the shell. A visual and micro analysis was performed which identified: sharp broken, missing shell on posterior (0-25%) and crease fold. A dimension measurement in the shell was performed which identify the thickness within specification. Based on the device analysis the final assessment is: -a sharp broken on posterior assessed as an unidentified (tear) opening. -missing shell assessed as an inconclusive further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Healthcare professional reported a right side rupture. The device has been explanted.